Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Test strip - UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 545 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 141 mg/dl and 139 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). The customer has not made any recent changes in the diet, exercise . The customer is testing four times a day (fasting).the customer needs the meter immediately and was at the pharmacy. The pharmacist (amy) has provided the customer with a replacement meter and test strips. The pharmacy will receive a replacement meter kit, box of test strips, and two levels of control solutions.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 545 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 141 mg/dl and 139 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concerns: 545 mg/dl ,299 mg/dl. The customer has not made any recent changes in the diet, exercise . The customer is testing four times a day (fasting).